Manufacturer narrative:
H3: it was found in the analysis that usb-c port on the front is damaged. Connecting with the cable was not possible. The device started up with an overcurrent issue. One of the rubber bumpers is missing. The usb port on the eic board was also broken. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, product description: patient interface nim4cpb1 nim 4.0, serial/lot #: (B)(6), UDI#: (B)(4). H6 product ID - nim4cpb1: fdm b17, fdr c20, img g02005, and fdc d16 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the nim system was not connecting with patient interface. It was not working in wireless or with cable. Sometimes it works, sometimes it did not. The issue was the procedure was completed with the backup product. There was no patient involvement.

Manufacturer narrative:
H3: nim4cm01 - fdc d02 code is no longer applicable. H3: nim4cpb1 - it was found in the analysis that the stim board damaged and the battery was 2 years old and misaligned. H6: product ID - nim4cpb1: fdm b17, fdr c20, img g02005, and fdc d16 codes are no longer applicable. H6 product ID - nim4cpb1: fdm b02, fdr c0601 and c070601, img g02005 and g02002, and fdc d1102 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.